Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the obturator top was disengaged. The inflation syringe was not received. The insufflation bulb and dissector balloon were not received. A functional evaluation found that the trocar balloon was inflated using a test syringe, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The cap disengaged due to an improperly performed assembly operation. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, upon removal of obturator from the cannula, the round hub broke off. Another balloon dissector was opened and used to complete the case. There was no patient injury.